Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the frontal and lateral chest right side only on (B)(6) 2018 using the cooladvantage coolcore contour applicator, to the frontal and lateral chest left side only on (B)(6)2019 using the cooladvantage coolcurve+ contour applicator, to the frontal and lateral chest right side only on (B)(6) 2019 using cooladvantage, coolcore/coolcurve+ contours, and to the frontal and lateral chest left side only on (B)(6) 2019 using the cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the bilateral front and lateral chest developed firm tissue. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the frontal and lateral chest right side only on (B)(6)2018 using the cooladvantage coolcore contour applicator, to the frontal and lateral chest left side only on (B)(6) 2019 using the cooladvantage coolcurve+ contour applicator, to the frontal and lateral chest right side only on (B)(6) 2019 using cooladvantage, coolcore/coolcurve+ contours, and to the frontal and lateral chest left side only on (B)(6) 2019 using the cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) after treatment. Following treatment, the bilateral front and lateral chest developed firm tissue. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia.